Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks due to noise on the right ventricular (rv) lead. In addition, the rv lead exhibited high impedance with pocket manipulations and exhibited short v-v intervals. A fracture of the rv lead was found. Initially, the rv lead detections were programmed off and three days later the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.